Event description:
The customer stated that her blood glucose readings had been higher than usual. While troubleshooting, the customer performed control tests and received results of 171 and 164 mg/dl. The normal control range was 89-123 mg/dl. The customer did not allege any adverse events. The test strips are to be returned for evaluation and replacement test strips will be sent to the customer.